Manufacturer narrative:
Failure analysis noted that the pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. No motor error alarm noted. Analysis was unable to verify motor position encoder error alarm in alarm history screen or perform the displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test due to motion sensor test failure alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 133 mg/dl. The customer states she was wearing her pump during an MRI, while in the hospital for non-diabetes related reason. The customer did state she did have high blood glucose level while at the hospital, but did not provide a value. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.